Event description:
Severe allergy type reaction of unk source. As described in original rpt attached.

Manufacturer narrative:
In further discussion with clinician at the time of the incident, co asked if it was possible that the pt reacted to latex. Co had researched such reactions and had found reason to believe this could have been a source. Clinician said that they did not believe so because they did not wear latex gloves at the time of the incident. No info regarding laboratory workups was available to the co, but clinician said that there was nothing in her record prior or after this incident that gave the individuals involved any further info regarding the source of the incident. Pt's age and weight included in this rpt which was not available on initial rpt.